Event description:
The customer called into philips to report that the device fell off a crash cart and part numbers are requested to repair the device. There was no reported patient involvement / adverse patient impact.